Event description:
Customer reported that a pyxis anesthesia es system experienced slow login performance during a procedure. Customer did not disclose the nature of the procedure. Customer reported a 10-minute delay. Required medication was removed from a nearby station. Patient or user harm was not reported.

Manufacturer narrative:
Customer reported that a pyxis anesthesia es system experienced slow login performance during a procedure. Customer did not disclose the nature of the procedure. Customer reported a 10-minute delay. Required medication was removed from a nearby station. Patient or user harm was not reported. This event is recorded in complaint number (B)(4). A field service engineer evaluated the device and determined that the network settings needed to be changed from auto negotiate to 100 mb per second half duplex. The field service engineer tested the device's login times and confirmed significant improvement. Device confirmed operational.

Manufacturer narrative:
Corrections information has been added to the following sections: a1, b5, d1, d3, d4, d5, e3, g1, h2, h6 annex d and g. Additional information has been added to the following sections: h6 annex b and c. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 27-jun-2021 to 27-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that network issues caused slow login. A field service engineer changed the station's networks setting from auto negotiate to 100 mb per second half duplex to improve the performance, checked the application software and performed the repair on it to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
Customer reported that a bd pyxis anesthesia es system experienced slow login performance during a procedure. Customer did not disclose the nature of the procedure. Customer reported a 10-minute delay. Required medication was removed from a nearby station. Patient or user harm was not reported.